Manufacturer narrative:
(B)(4).

Event description:
It was reported by the register nurse that they had an intra-aortic balloon (iab) failure earlier today. The register nurse had questions regarding the plateau pressure in relation to the augmentation prior to the call. Then the pump began to alarm with high pressure alarms and blood was observed in the gas tubing. As a result, the md was at the bedside already, and immediately removed the iab. The iab was not replaced. Patient outcome: the patient is reported as being stable despite not having the balloon pump support. No patient death or serious injury reported. No patient complications were reported.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of blood in the helium pathway is not able to be confirmed. The root cause of the complaint is undetermined. The specific lot number was not reported, but a device history record (DHR) review was conducted for the lot numbers shipped to this account with no relevant findings. All devices passed manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported by the rn that they had an intra-aortic balloon (iab) failure earlier today. The rn had questions regarding the plateau pressure in relation to the augmentation prior to the call. Then the pump began to alarm with high pressure alarms and blood was observed in the gas tubing. As a result, the md was at the bedside already, and immediately removed the iab. The iab was not replaced. Patient outcome: the patient is reported as being stable despite not having the balloon pump support. No patient death or serious injury reported. No patient complications were reported.